Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated: "after the sample is collected, the cover needs to be removed for testing, the barbs on the tube cover cause gloves to break. Increase the risk of occupational exposure."